Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 106 (night drain #6) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The care giver (cg) was inquiring whether the home patient (hp) could disconnect. The technical service representative (tsr) stated that they could. The tsr reviewed the programming and the ultra filtration per cycle and explained the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.